Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor removed and bent sensor cannula. The customer's blood glucose value was unknown. The customer stated that when he connected the transmitter to the sensor, it did not flash green. The customer stated that when he removed the sensor, the electrode was shorter and kinked. The product was not returned for analysis.